Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implants was installed in the pt's mouth it was verified its non osseointegration. A 30 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii) and bone graft was executed. The implant was carried out immediately.